Event description:
It was reported that the user experienced hyperglycemia while using an ilet system after a recent supply change and while the pump was charging and only recently reattached, with a blood glucose value of 317 mg/dl and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment or required medical intervention. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event occurring in temporal association with a supply change and temporary pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.